Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure, with implantation of a 2.5 x 28 mm xience prime stent in the distal circumflex (cx) artery. On (B)(6) 2017, the patient began to experience unstable angina and was re-hospitalized on (B)(6) 2017. Coronary angiography was performed on (B)(6) 2017 and in-stent restenosis was noted in the 2.5 x 28 mm xience prime stent implanted in the distal cx. A revascularization procedure was performed, with implantation of an unspecified stent. The event resolved on (B)(6) 2017. No additional information was provided.